Event description:
The account alleges that the pt position mode would be armed, and then would dis-arm itself after a short period of time. Pt was using device, but no injuries were reported.

Manufacturer narrative:
The tech was unable to duplicate the issue. The device was tested overnight, in which it functioned correctly. The tech inserviced the staff. Pursuant to our response to warning letter 2008-dt-04, hill-rom is continuing its retrospective review of events for reportability. This effort will continue until we are current.